Event description:
This complaint is from a literature source. The following literature cite has been reviewed: jammal m, weil y, kanaann m, mosheiff r, oulianski m. Comparative outcomes of trans-osseous tunnels versus suture anchors reinsertion for the treatment of acute quadriceps tendon rupture. Injury. 2026 feb 13;57(4):113097. Doi: 10.1016/j.injury.2026.113097. Epub ahead of print. Pmid: 41724016. Objective/methods/study data: this retrospective study aim was to analyze and compare patient satisfaction and functional outcomes between the two groups one year following surgical treatment of quadriceps tendon rupture. Additionally, it was examined common diagnostic modalities and compared operation times between the two surgical techniques to provide more practical application and efficiency in a real practice clinical setting. A total of 85 patients met were included in the study, mean age of all patients was 63.6 years. Most of the patients were males, 86%. Thirty nine patients were treated with anchor fixation -5.0 mm suture anchors (fastin rc® with orthocord® sutures and needles, depuy mitek, raynham, ma, USA), while 46 patients were treated using trans-osseous tunnels with non- absorbable braided polyester sutures, (ethibond excel®, ethicon, inc., somerville, nj, USA) were used for tendon reinsertion. Mean follow-up is one- year. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: -5.0 mm suture anchors (fastin rc® with orthocord® sutures and needles. Adverse event(s) and provided interventions possibly associated with unk - implants (qty 4) (n=2) patients had fixation failure and subsequently required conversion to the trans- osseous tunnel technique through secondary surgery. (N=2) patients had postoperative acute infection, it was successfully managed with antibiotic therapy. A copy of this literature article is attached to this medwatch report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a depuy synthes product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy synthes complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.